Event description:
It was reported that pump battery did not charge properly and power source alert occurred, with unstable charging connection and usb port having only partial contact, although pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Customer used tandem charging cable and wall adapter, followed instructions to ensure usb was inserted correctly to prevent further damage, and technical support arranged pump replacement and updated internal records to reflect the alert.